Manufacturer narrative:
Interrogation of the device revealed it was above elective replacement indicator when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).

Event description:
Following the advisory for premature battery depletion with implantable cardioverter defibrillator, although there was no eri alert or allegation of premature battery depletion, the device was explanted prophylactically and a new device was implanted. Patient is at high risk for requiring high voltage therapy. No further information available.